Event description:
Customer reported IV set leaked. Although requested, no additional event information, patient or event details provided at this time.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.